Event description:
The customer reported an interrupted therapeutic plasma exchange (tpe) procedure of a patient, rinseback was not possible. The consequence was an interrupted patient treatment. Patient information is not available at this time. The disposable set is unavailable for return for evaluation. This report is being filed due to the customer filing a sae report with their local authorities.

Event description:
No medical intervention was required for this event. The patient's identifier number is u/m (B)(6).

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: terumo bct technical service investigated the issue of the optia system failing to start up correctly. During testing of the hard drive the reported condition was duplicated (failure to boot). Additional analysis by r&d is ongoing. Root cause: the defect appears to be related to an issue with the hard drive. Corrective/preventive action: terumo bct technical service replaced the optia hard drive.

Manufacturer narrative:
(B)(4). The device history record was reviewed. Nothing was found that was related to this event.